Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with epithelial defect in the left eye post treatment. The event occurred when the patient was instilling artificial tears on the left eye and poked it. Flap was not moved and no striae was seen, however, she did give herself a mild abrasion inferiorly at 6 o'clock. A bandage contact lens (bcl) was applied. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient did not seem to have any discomfort. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/25 2.50 x -.50 x 95, left eye pre-op 20/20 2.50 x -1.25 x 85.